Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to 'reposition' everest screws. The devices remain implanted. This report captures the first of two screws.

Event description:
A patient was revised to 'reposition' everest screws. The devices remain implanted. This report captures the first of two screws.

Manufacturer narrative:
H3 other text : device remains implanted.